Event description:
During a literature search, the following article was found in eur j vasc endovasc surg 32, 589e595 (2006) doi:10.1016/j.ejvs.2006.04.040. The article was entitled: early experience with the retrievable optease vena cava filter in high-risk trauma patients by c. Meier, i.s. Keller, r. Pfiffner, l. Labler, o. Trentz and t. Pfammatter. Division of trauma surgery, and institute of diagnostic radiology, university hospital zurich, switzerland. The report indicated that thirty-three (33) patients underwent inferior cavography before retrieval and that twelve (12) filters presented with strands of organized thrombus on the filter struts (36%). Two patients received anticoagulation before filter retrieval due to filter thrombosis (6%).

Manufacturer narrative:
Please note that the event date is being reported as (B)(6) 2006 as the article was from (B)(6) 2006. Please note that this report represents notification of twelve separate events involving thrombosis in device from a literature review source and for which specific patient information was not available. An investigation is underway to obtain this information. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4). Please reference MFR. Report # 9616099-2012-00716, # 9616099-2012-00717, # 9616099-2012-00718.

Manufacturer narrative:
Complaint conclusion: during a literature search, the following article was found in eur j vasc endovasc surg 32, 589e595 (2006) doi:10.1016/j.ejvs.2006.04.040. The article was entitled: early experience with the retrievable optease vena cava filter in high-risk trauma patients by c. Meier, i.s. Keller, r. Pfiffner, l. Labler, o. Trentz and t. Pfammatter. Division of trauma surgery, and institute of diagnostic radiology, university hospital zurich, switzerland. The report indicated that thirty-three (33) patients underwent inferior cavography before retrieval and that twelve (12) filters presented with strands of organized thrombus on the filter struts (36%). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Please reference MFR. Report # 9616099-2012-00716, # 9616099-2012-00717, # 9616099-2012-00718.